Event description:
The international (germany) distributor of cryocyte freezing containers reported to baxter that a customer reported a broken cryocyte bag during a media fill experiment. There was no patient involvement. The problem was noted after storage. Bags were filled with 50-100ml media. Metal cassettes were used for freezing and storage. A controlled rate freezer was used. Storage of containers was in vapor phase and duration of storage was for four days.

Manufacturer narrative:
The bag was sent to baxter for evaluation and the results of the evaluation were as follows: major crack on lower left side and corner parallel to just inside perimeter seal, thru back surface only, 5.0cm above corner, then sweeping u-shape curve 2.5 - 3.0cm from the lower perimeter seal, with four distinct branches going out to the bottom seal, but not thru it. The conclusion of the evaluation is that this type of cracking parallel to the perimeter seal is typical of liquid nitrogen ingress, and that excessively long donor tube tubes with marginally adequate seals may have been a contributor to this failure mode. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. Ctq-CAPA-0007 has been initiated to investigate customer reports of cryocyte bag breakages.